Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon (wire breakage) occurred likely occurred due to a high frequency current applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. A review of the instructions for use identify verbiage to prevent the phenomenon: "¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v had the knife wire break but no falling. The issue occurred during preparation for use for an endoscopic retrograde cholangiopancreatography that was completed with another device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the knife wire was fused in the insulation layer at the distal end which caused the insulation coating to fall off. As per the evaluating engineer: the exposed metal knife wire may come into contact with the metal part at the distal end of the endoscope, causing the part to fuse during excitation. When inserting the instrument into the endoscope, the knife wire should be kept parallel to the insertion tube and the forceps elevator should be raised to the maximum height. Otherwise, the forceps elevator or the metal parts at the tip of the endoscope may come into contact with the knife wire and cause the insulation coating to fall off. When inserting the instrument, do not activate the high-frequency output, otherwise activating the output when the knife wire comes into contact with the endoscopic metal components may cause the knife wire to melt. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.